Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the motor piston being extremely louder during rewind as well as priming. The customer¿s blood glucose level was 514 mg/dl at the time of incident. The customer experienced different blood glucose value of 517 mg/dl, 60 mg/dl ,70 mg/dl, 338 mg/dl, 119 mg/dl 161 mg/dl, 207 mg/dl, 413 mg/dl, 307 mg/dl and 193mg/dl. The customer did experienced symptoms due to high blood glucose such as dizzy and nausea. The customer treated high blood glucose with insulin pump and manual injection. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.